Event description:
It was reported that the left deep brain stimulation (dbs) lead exhibited high impedances. The physician assessed that the dbs lead was accidently sutured through during initial implant, damaging the lead and causing the high impedances. It is unknown if there were any stimulation issues related to the high impedances. The patient underwent a procedure where the dbs lead was replaced with another of the same model. The physician completed the procedure, and the patient did well post-operatively. The device was disposed by the facility and will not return for analysis. Additional information has not been provided despite good faith efforts.